Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient stated that the system controller had been dropped, resulting in pain, yellow drainage, and redness at the driveline site. The patient was started on 10 days of the antibiotics ciprofloxacin and keflex. The driveline dressing was changed to aquacell ag, every 2 to 3 days. On (B)(6) 2016, the patient had a clinic appointment from which they were admitted for driveline infection. The patient was started on unspecified IV antibiotics. The wound culture was positive for more than two staphylococcus species, including staphylococcus aureus. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and no further related events have been reported. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection was ongoing, it has not resolved. Additional wound and blood cultures were completed on an unspecified date. All blood cultures were negative and all wound cultures showed staphylococcus aureus. Treatment consisted of antibiotics and local site care.